Event description:
During dialysis there was oozing from the site. The catheter was removed but the cuff came off and stayed in the patient. The cuff was fished out without further complications.

Manufacturer narrative:
According to the notes in this file, "the catheter was removed but the cuff came off and stayed in the patient." The complaint of a detached surecuff with its heat sleeve is confirmed; however, the mechanism of the detachment from the catheter is undetermined at this time. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.